Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers received allege patient had pain and elevated ion levels after asr hip implant. Doi: (B)(6) 2010. Dor: not scheduled. Patient is residence of (B)(6). Update: (B)(6) 2012. Patient fact sheet was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. (Right hip). Update: (B)(6) 2014 - der rcvd. Added dor, surgeon and sales rep details. Patient age and bmi, stem and sleeve products, expiry dates for all products and pain as a reason for revision.